Event description:
It was reported that the usb (universal serial bus) connector in rear of programmer has collapsed. The programmer was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the usb (universal serial bus) connector is damaged. Analysis also found the ECG (electrocardiogram) connector is loose on a printed circuit board assembly. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).